Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: account filled 30 elastomeric pumps yesterday 5/5 for use today, 5/6 and saw droplets in the transport bags. They re inspected them this morning and saw that several bags had accumulated additional droplets. They also saw fluid between the interior ball and exterior ball. There was also one pump that had white powder on the fill port, and they suspect that this is 5fu. We have found out they are recently using a diana repeater pump to fill the elastomerics. Patient injury no